Event description:
A report was received that the s3 roller pump displayed an error message during set-up for a case. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of the sorin group (B)(4). A sorin group service representative was dispatched to the facility to evaluate the issue. The representative was unable to reproduce the reported error during testing. As a precautionary action, a motor control board was replaced and after complete functional testing, the pump was returned to service. The investigation is on-going. A follow up report will be sent when the investigation is complete.